Manufacturer narrative:
The reported device, intended for use in treatment, was not returned to the designated complaint unit for independent evaluation, thus functional testing could not be performed. Visual inspection of the customer provided picture shows a quantum unit with an e8 error displayed on the screen. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The complaint was verified and the root cause could be associated to an electrical component failure. Factors, unrelated to the design or manufacture of the device which could have contributed to the complaint event, there could have been a power surge to the controller which could have caused it turn on and off triggering the connected wand¿s single-use limit feature which could have caused an error code or reusing a previously connected wand. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.

Manufacturer narrative:
H2: type of reportable event: serious injury.

Manufacturer narrative:
H3, h6: the reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. No containment or corrective actions are recommended at this time. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. Visual inspection of the customer provided picture shows a quantum unit with an e8 error displayed on the screen. Visual inspection of the q2 controller shows the warranty seal is not broken and in its original condition; the interior of the controller is dirty and dusty; all eight (8) of the main board fixation screws were found detached inside the unit; therefore the mainboard is skewed and loose. No visible manufacturing abnormalities were found; during functional evaluation the quantum 2 controller was powered on and after pressing any button an error message e-8 immediately appeared as reported with an acoustical alarm sound and the red attention led; the failure message could not be reset; the complaint was verified and the root cause was determined due to an electrical component failure; factors, unrelated to the design or manufacture of the device, which could have contributed to the complaint event, include a power surge in the controller or failure of an internal component.

Event description:
It was reported that the quantum system was showing an e8 wand error. Incident occurred before the procedure. There was no delay and the procedure was completed with a competitor device. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.